Event description:
Unable to place stent in a retrograde manner, so plan was now to place nephrostomy tube. During attempt to place nephrostomy tube the dilation catheter fragmented in patient's flank. The patient was later taken to or for flank exploration and removal of foreign bodies. Introducer broke in half at site after hub and distally. Fragments were left in patient. After surgical removal: pathology report noted multiple light blue tubular segments.manufacturer contacted, device to be returned.